Manufacturer narrative:
One sample was received and tested by our quality team with the customer's complaint of leakage. The 2420-0007 tubing set was visually inspected and a large cut was noticed in tubing that measured about 2.5 inches in length was noticed above the backcheck valve. The cut in tubing verified the leak but the root cause of this failure is unknown due to the issue not being caused during production. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the primary pump set they were using 2420-0500 has a leak somewhere in it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.